Event description:
The hosp reported that during a coronary artery bypass procedure, the hsk-3038 cutter had a tremendous amount of kick to it when it was fired. The surgeon stated that when he fired the cutter, it was as if he fired a gun. It was reported that this resulted in an aortotomy that was double the diameter size (almost 8mm instead of 3.8mm) and jagged. The cutter also back walled the aorta which resulted in excessive bleeding. The surgeon had to repair the aorta with multiple sutures. They completed the procedure using a clamp. The hosp reported that the pt almost died on the table. The product was discarded. The territory mgr (tm) reported that the surgeon is very experienced.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)